Manufacturer narrative:
Occupation is patient/consumer. The strips were requested for investigation. The patient mentioned that there is only one strip left from the original vial. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The patient called alleging questionable high inr results when he tested with coaguchek xs meter serial number (B)(4). On (B)(6) 2022 at 7:02 a.m. The patient had a meter result of 6.1 inr. The patient had a laboratory result of 2.5 inr. The exact time and date were not provided. The laboratory method was unknown. The patient's therapeutic range was 2.0-3.0 inr.